Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 01094, 0001825034 - 2018 - 01095, 0001825034 - 2018 - 01096, 0001825034 - 2018 - 01098, 0001825034 - 2018 - 01099, 0001825034 - 2018 - 01100, 0001825034 - 2018 - 01102, 0001825034 - 2018 - 01103, 0001825034 - 2018 - 01104, 0001825034 - 2018 - 01105, 0001825034 - 2018 - 01106. Medical devices: pm156856 higgins triflange 836820, 11-300918 arcos 18x190mm spl 251050, 163669 32mm mod head cocr 898680, 11-107004 r/c ii constrained 968020, 11-301310 arcos con sz a hi 650020, 103534 ti low profile screw 488910, 103534 ti low profile screw 998730, 103535 ti low profile screw 998800, 103535 ti low profile screw 387710, 103533 ti low profile screw 980220, 103532 ti low profile screw 372110, 103532 ti low profile screw 364410. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported a patient underwent right hip incision and debridement 21 days post-implantation due to wound drainage and pain. No further information has been made available at this time.

Manufacturer narrative:
This report is being filed to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2018-01107.